Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm (alarm 6) and an unidentified alarm associated with percentage of insulin remaining in cartridge occurred. Customer's blood glucose was approximately 400 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the alleged alarm issue could not be verified. Different issues were identified.